Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. The customer stated they changed the site but their blood glucose level went up to 400 mg/dl to 500 mg/dl. The customer changed the set again and treated the high blood glucose with the insulin pump. The customer's blood glucose level during the incident was 512 mg/dl. The customer's current blood glucose level was 414 mg/dl. The customer had been disconnected. The customer was called back and stated that they were troubleshooting. The device will not be returned for analysis.